Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There is no additional information expected to be obtained for this case. (B)(4).

Event description:
An opthamalic surgeon reported that leakage occurred from the cassette during surgery. A system message was displayed, and the cassette was taken out. It was also noted that irrigation leaked from the cassette and infiltrated into the product. The procedure was completed with no harm to the patient. There is no additional information expected to be obtained for this case.